Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. An empty opened foil, a labeled winding former and a detached needle of product code w9501t were received for analysis. In order to evaluate the conditions of the returned sample, the swage area of the needle was noted with marks that appears to be by surgical instrument. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number pmm554/w9950t14, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: can you please describe what was being done when the needle came loose from the suture (removal from package / during passage through tissue / during tying)? Response: passage through tissue (first bite). 2. Can you please provide the procedure name? Response: eyelid surgery. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-05264, 2210968-2021-05265, 2210968-2021-05267, and 2210968-2021-05269.

Event description:
It was reported that a patient underwent an eye lid procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke at the swage, nurse opened five (5) suture pack all same issue. No adverse patient consequences were reported. Additional information was requested.